Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, upon unpacking, the tip of the needle is blunt and seemed to be black. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? Do you have any photos available for visual analysis? Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Was the product seal on the foil still intact when the package was opened? - will the device be returned for evaluation? If yes please return all relevant packaging material was the procedure completed without any adverse effect to the patient? Please provide the source or name of person providing answers to follow-up questions: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional h11: ethln blk 18in 3-0 s/a ps-1 prm mp (1663h): side affected: not applicable ## reason product is not available: discarded. Ethln blk 18in 3-0 s/a ps-1 prm mp (1663h) : lot/batch number: 1073uz. List any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? ## unknown *** was there a significant delay? Unknown if available, provide the product order number (po).